Manufacturer narrative:
The reported events were dislodgement and intermittent capture. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that intermittent capture due to dislodgement was noted on the patient's right ventricular (rv) lead. The lead was explanted and replaced. The patient did not experience any adverse consequences.